Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use, states: do not use after the use by date. The investigation determined the device expiration issue appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed on (B)(6) 2018, treating a target lesion in the mid left anterior descending (lad) artery. A 3.0 x 33 mm xience alpine stent was implanted without issue. After stent deployment, it was noted that the stent was used after the expiration date. No adverse patient effect was reported. No additional information was provided.

Manufacturer narrative:
(B)(4).